Manufacturer narrative:
This report is filed february 1, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure in (B)(6) 2015 (day not reported), to excise the excess skin. The patient was also treated with antibiotics. Subsequently, the skin overgrowth recurred, as well as the patient experiencing inflammation at the abutment site. In (B)(6) 2016 (day not reported), the site was injected with steroids. The implanted device remains.